Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-18683. It was reported that the patient presented for post procedure check on (B)(6) 2019. Device interrogation revealed that right ventricular lead impedance had dropped, capture thresholds increased, and myopotential over-sensing was noted. X-rays showed that the lead had dislodged. The lead was repositioned the same day. The next day, patient presented for post procedure check with unstable intermittent capture thresholds on the right ventricular lead. Physician concluded that the lead had dislodged again. The lead was explanted and replaced later that day. The procedure was completed with minor effusion. Pericardiocentesis was successfully performed. Patient was stable.